Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead integrity alert (lia) was triggered. The lead impedances rose from 400ohms to 779ohms. The patient was scheduled for a lead revision. No patient complications have been reported as a result of this event.